Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 151 mg/dl and 463 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The meter reported an error for one of strips that were run with controls. It is not known at this time what caused the error. The strips were sent for failure analysis. The results of failure analysis will be sent when they become available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.